Event description:
It was reported that during a laparoscopic diverting ileostomy procedure the surgeon fired the stapler and it cut 2 pieces of bowel, but did not staple. It was not known what was done at this point or how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested: what confirmation did the surgeon receive that the anvil was firmly attached? When the device was fired, where was the indicator within the green zone/gap setting scale? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or firing)? Did the operation change significantly as a result of the device issue? Did a hcp other than the primary surgeon fire the instrument. Was there a recent conversion to ees devices in this account or with this surgeon? How was the procedure completed? The complaint could not be confirmed because no device was returned for analysis. A lot number (l4e21v) was identified. A lot/batch record (k5et5y and k51131) review was performed and no incident related to the reported event was observed during the record review.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.